Manufacturer narrative:
Device internal memory reviewed. Conclusion - report filed because it cannot be conclusively stated that reoccurrence would not lead to delay of therapy.

Event description:
Product was returned as part of recall z-00063-2010. During internal evaluation was found to have memory chip failure. Note: date of event noted corresponds with date of internal evaluation, (B) (4).